Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that vio dv integrated electrosurgical unit (iesu) monopolar energy would not coagulate on wet tissue. The customer stated that there was no errors on the system or the iesu. The procedure was completing as planned with no reported injury. Isi followed up with the roco and obtained the following additional information: there was no unexpected bleeding due to the issue. Since it was at the end of the procedure, the surgeon elected to use bipolar instead of monopolar energy to coagulate the tissue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue could not be confirmed using system logs; however, a 2-8a error was logged on 12-sep-2025. During the failure analysis process, the reported event was successfully replicated. When tested on the system, the unit displayed a c-38 error during the monopolar cut operation after showing no visible energy delivery in the monopolar coagulation mode through port 3/monopolar port 1 on 15-oct-2025. Visual inspection revealed scratch and rub marks on the upper right edge of the housing shell, slight scuffing on the bottom of the bezel, and minor oxidation/corrosion on the rear connectors. The erbe will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause of customer reported issues is attributed to a faulty electrical component inside the erbe generator.

Event description:
Refer to h11 for follow-up information.